Event description:
The customer called to report on (B)(6) 2012, she activated the pod and her blood glucose was in range (no actual bg or time was provided) until later that day her bg spike to 300 mg/dl and also checked her ketone level and it was "large". She deactivated the pod and noticed the cannula bent at a 90 degree angle. She was able to activate and give a bolus correction with a new pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it occurred after use or if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The ominipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."